Event description:
The iab leaked. Blood was noted in the tubing. The iab was not returned to datascope for evaluation. The iab was discarded by the facility. On 7/2/97, datascope was notified that the iab will be sent for evaluation and the iab was received on 7/3/97. Event complications: unk - rpt'd 5/30/97. Pt current status: unk - rpt'd 5/30/97.

Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.